Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user is testing with expired test strips and/or user's test strips hada a poor storage.

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 110-120mg/dl fasting. Verified the strips expire 4/17/2017. Customer confirms the strips have been stored in the kitchen and have been open over 4 months. Reviewed meter memory: (B)(6) . The customer is concerned with the results of 165 and 211mg/dl in the meter's memory. The customer performs the blood test fasting and there should not be an increase on the blood sugar. Customer has had no changes in diet.